Event description:
It was reported after implant, the inability to retrieve the device activity from dft testing. Tech services collected an episode of the device from the testing and it shall be reviewed. The device remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.